Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker system displayed minute ventilation (mv) oversensing on the right ventricular (rv) channel. Technical services reviewed device data, and determined there was greater than 2 seconds of asystole noted in the stored events. It was noted there was pacing inhibition for up to 20 seconds. There was mv noise noted on the rv channel. The rv impedance was in range, however, there was some fluctuation in the rv impedance over the last couple of months. Technical services recommended turning mv off, and performing a detailed lead evaluation. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced a feeling of being distant. The decision was made to program the minute ventilation (mv) sensor off to help resolve the clinical observations. The physician plans to check the patient's device periodically. At this time, this right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.